Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with glucose reaching 305 mg/dl and decreasing to 250 mg/dl after a supply change; the user queried the absence of an occlusion alert, and education was provided on alert behavior and infusion site selection. Symptoms included elevated blood glucose. Outcomes included user self-management with education on appropriate use of meal announcements and infusion site practices, without need for medical intervention. Investigation included a troubleshooting discussion regarding occlusion alerts, infusion site adequacy, and user technique, along with education on appropriate corrective actions. Investigation of this case revealed no visible evidence of infusion set or supply failure upon removal, and the event was attributed to an unclear cause with a likely suboptimal infusion site contributing to hyperglycemia without device alarm. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.